Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device exhibited a force sensor error. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: d3, g1,2 email is: regulatory.responses@icumed.com one device was returned for evaluation. Visual inspection revealed a crack on the bottom case and missing battery. Review of the event history logs confirmed a force sensor test error. Functional testing was performed and the reported issue was able to be replicated; a force sensor test error was found at power up and the reading of the force sensor was out of the required specifications. The root cause was determined to be the force sensor out of calibration. The force sensor was re-calibrated and preventative maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.